Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after being exposed to cardioversion. The device was reprogrammed. No patient symptoms were reported and the patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.